Event description:
An x-ray was taken and confirmed that a piece of the catheter was in the patient. The catheter piece was successfully removed. The reporter has been contacted regarding additional information and has not responded at this time.

Manufacturer narrative:
The sample is currently being sent for analysis. A supplemental report will be submitted upon receipt of sample and completion of the investigation.